Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on september 16, with blood glucose of 24.2 mmol/l. She was admitted at (B)(6) university hospital. Prior to the event customer received insulin flow blocked alarm. Customer was able to resolve the insulin flow blocked alarm by changing the complete set of infusion set and reservoir. The customer experienced symptoms such as those associated with a ¿stomach bug¿. The customer was treated at (B)(6) university hospital for two days. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.